Manufacturer narrative:
The guide wire will not be returned for evaluation as it was discarded at the hospital.

Event description:
It was reported that during a procedure to a total occlusion in the calcified superficial femoral artery (sfa). The 300cm hi-torque (ht) connect guide wire was advanced w/out resistance to the target lesion; however, the tip of the guide wire was noted to be prolapsed. A non-abbott support catheter was advanced over the ht connect guide wire w/out resistance; however, when advancing over the prolapsed tip of the guide wire, the tip sheered off. Reportedly, the separated tip remained embedded in the calcified sfa. The ht connect guide wire was simply removed from the patient anatomy & was replaced w/another unspecified guide wire. A supera stent was successfully implanted to treat the target lesion. There was no adverse patient sequelae and no clinically significant delay in the procedure. No add'l info was provided.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Incident desc: it was reported that during a procedure to a total occlusion in the calcified superficial femoral artery (sfa). The 300 cm hi-torque (ht) connect guide wire was advanced without resistance to the target lesion; however, the tip of the guide wire was noted to be prolapsed. A non-abbott support catheter was advanced over the ht connect guide wire without resistance; however, when advancing over the prolapsed tip of the guide wire, the tip sheered off. Reportedly, the separated tip remained embedded in the calcified sfa. The ht connect guide wire was simply removed from the patient anatomy and was replaced with another unspecified guide wire. A supera stent was successfully implanted to treat the target lesion. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.